Event description:
A pt was admitted to the hosp in 2001. Three days later, the pt was scheduled for surgery. It was observed in the or that pt's left hand was clawlike and determined that an infiltration had occurred. Surgery was required to correct the damage. No add'l info was provided. Hosp biomed engineering dept tested pump, it met specs.